Event description:
It was reported the device was used during a laparoscopic nissen fundoplication procedure. It was reported the lcs15 was not working properly and was not coagulating properly while the surgeon was using it across the short gastric vessels. There was bleeding at this site which the surgeon controlled with clips since the hosp did not have another lcs15. There was no consequence to the pt.